Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a button error and stopped working. The customer's blood glucose level was unknown at the time of the incident. The customer thought that their blood glucose was 6 mmol/l or something; however, they were not sure about it. The customer mentioned that the insulin pump was quite damp and noticed that button were not working and got alarm a button error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No blank display or button error alarm noted during testing. Device had unresponsive esc and act buttons due to corroded keypad traces. Device had moisture damage on electronic assembly during visual inspection.